Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tdh1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer representative reported during a procedure to review the patient's lead on (B)(6), impedances were greater than 4000 and the manufacturer representative indicated there might be something in the header block. They were advised to try and get the object out and reinsert the lead but this did not resolve the high impedance issue. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine the cause of the high impedance, to clarify the issue with the header block, and to determine if the event resolved. If additional information is received, a follow-up report will be sent. Refer to mfg report # 6000153-2016-00066 for the lead revision.